Event description:
A malfunction was reported on a pump by a customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunctions occurred, which the customer acknowledged and understood.